Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed and found there is a crack on the bottom of the pump. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. . The product mmt-1885 returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis of the product was performed. Pump received with blank display. Unable to verify software version due to blank display. Pump was cut open to perform visual inspection and found¿broken traces j4/pcba 1. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked up button keypad overlay and pillowing keypad overlay. Blank display was confirmed during analysis due to broken traces j4 on the pcba 1. Cosmetic damage was confirmed at the keypad overlay. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.